Event description:
It was reported that the pump was alarming "air in line" when placed on cassette (unknown/no patient injury).

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved attaching a fluid filled cassette to the pump and it was found that testing could not be completed due to an "air in line" alarm displaying. The investigation determined that as issue with the air detector was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.model number.